Manufacturer narrative:
Data provided by the customer confirmed the hbv reactive results with CT values of 37.0, 37.1, and 37.2. The positive control for hbv was robust and sigmoidal, as were the internal controls for the samples, positive, and negative controls, indicating that the assay is working as intended. The investigation did not identify a product problem. The most probable root cause for the three unexpected hbv reactive results is pre-analytical contamination. Without the serological status of all associated donors, it remains difficult to definitively differentiate between true infections (e.g., occult hepatitis b infection/obi) and potential pre-analytical events.

Event description:
There was an allegation of questionable hbv results with the cobas® taqscreen mpx test, version 2.0 for use on the cobas s 201 system. It was reported that the samples were initially tested reactive for hbv but were negative upon resolution testing.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.